Event description:
International customer reported that a patient presented with ulceration and blistering following shoulder capsule surgery. The patient was prescribed cortisone, antihistamines and leprosy medication. The condition is reportedly still persisting 13 weeks following the procedure.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: code: v311h - coated vicryl (polyglactin 910) suture. Code: eh7528h - ethibond excel polyester suture. Code: z359e - pds ii (polydioxanone) suture.